Event description:
Total knee arthroplasty performed 2002. Locking bar of tibial component reportedly backed out causing pain. Revision surgery was performed the following month, to replace locking bar.